Event description:
It was reported that after having bilateral implantation of the neurostimulator and leads, the pt had an intracranial ischemic infarct. It was noted that the physicians were satisfied with the lead placement at the time of implant. A f/u MRI performed 3 days later showed the infarct and was noted as a small focus of ischemia/infarction at the posterior aspect of the left caudate head with a small band of abnormal signal leading to the lead tract. It was thought that this may have been the result of a distribution of a small artery. Other MRI findings: MRI on (B)(6) 2011 results: no change compared to prior exam 7 months ago. Abnormal findings involved caudate heads, putamen, globi pallidi, and substantia nigra most concerning for a metastatic disorder involving abnormal mineral deposits (such as wilson's disease), neurodegeneration with abnormal brain iron accumulation, or a metabolic disease. Navigational MRI scan on (B)(6) 2011 results: showed pins from stereotactic frame in place with no sign of subdural or epidural fluid collection. Additional background: the pt had a long history of severe and fairly rapidly progressive dystonia and had gone from cognitively normal, completely ambulatory to cognitively intact and completely disabled in all areas of motor function. She did not have a specific genetic or biochemical diagnosis but did have abnormal mineral deposition (likely iron) and reflected a biogenetic basis for her dystonia. The pt had seen physicians throughout the country with no improvement with medical management hence it was recommended to implant the neurostimulator to improve her treatment. See also MFR report #3004209178201107772. Intracranial ischemia/infarction at the posterior aspect of the left caudate head. On (B)(6) 2011, pt had bilateral implantation of medtronic 3387-s40 cm leads for progressive dystonia. Clinical testing was undertaken in the operating room and the physicians were satisfied with the lead placement. MRI planned for (B)(6) 2011. F/u MRI of brain on (B)(6)2011 showed expected position of the dbs leads, tips in the region of the bilateral globus pallidus interna. Small focus of ischemia/infarction at the posterior aspect of the left caudate head, with a small band of abnormal signal leading to the dbs lead tract. This may be the result of disruption of a small artery.

Manufacturer narrative:
Additional info from the user facility: (B)(6). (B)(4).